Event description:
No visual monitor of telemetry available on any of the 8 patients with telemetry orders. Supervisor went about gathering portable hard wire monitors to provide visual monitoring of telemetry. Supervisor called to all units to determine if other telemetry issues were occurring. All other units had visual and audible telemetry alarms however pagers were not receiving alerts. Bio-med updated and on their way in. Approximately 30 minutes after first reported lack of visual for telemetry on central stations it did reappear on the screen. However, pagers not receiving pages. Each unit instructed to have a tech monitor central stations and alert rns to any alarms. Staff was adequate to support this plan.